Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50 .serial:(B)(6). Batch: 7078944/7078942.

Event description:
It was reported that patient developed infection at the ipg site. Symptoms were redness and irritation. The infection was not device nor procedure related and the caused was unknown. Antibiotics were prescribed and the patient underwent an explant procedure. The patient was doing well postoperatively. All explanted device components will not be returned.